Manufacturer narrative:
Product ID, 3093 lot#, product type lead. Product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had microwave therapy and felt that the implantable neurostimulator (ins) might not have worked as well after treatment. The device was explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no anomaly. Analysis of the lead revealed that conductors 1, 2, and 3 were "broken 5.5 cm from the distal end due to overstress."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.